Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Patient reported receiving inappropriate shocks on (B)(6) 2019. Lead was capped and replaced due to noise and fracture on (B)(6) 2019.